Event description:
It was reported, that the leadless pacemaker (lp) was implanted. And 7 hours, after the procedure, the lp dislodged and moved to the left pulmonary artery. The removal was performed the next day and was successful. The patient was in stable condition.